Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds and loss of capture (loc) in addition to diminished sensing at routine follow up. Perforation was initially suspected prompting a CT scan that returned negative. At that point, the physician believed the lead to be dislodged. A revision procedure was performed wherein the lead was repositioned and satisfactory measurements obtained. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.